Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. It was verified that all the device setscrews moved freely and that there were no signs of any binding or cross-threading. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that during a routine implant procedure, this device displayed increased shock impedance measurements. The proximal port set screw was blocking the terminal pin and the pin would not go past a certain point following multiple attempts. The device was ultimately explanted and replaced without complication. No adverse patient effects were reported during the procedure.